Event description:
The micro sagittal saw was sent for eval because it was found to have disassembled prior to a case. The pt was in the room at the time of the event. No device fragments contacted the pt. Backup equipment was available to complete the case, without any clinically significant procedure delay.

Manufacturer narrative:
The device was received and the complaint was confirmed. The quality investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.